Manufacturer narrative:
(B)(4). Initial report customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: oxf anat brg lt md size 3 PMA, catalog #: 159547, lot #: 707780. Medical product: oxf twin-peg cmntd fem md PMA, catalog #: 161469, lot #: 196210. Medical product: sig tka gde/mdl set 04-05, catalog #:42-422561, lot #:171816. Medical product: biomet bc r 1x40 us, catalog #: 110035368, lot #: 842eah0505. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00304-1, 3002806535-2021- 00319. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left uni-condylar knee replacement on (B)(6) 2017. The patient began to develop pain and decreased range of motion and despite more conservative interventions was revised on (B)(6) 2019 to a total knee due to microscopic loosening.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint summary: - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device is used for treatment. - medical records were provided and reviewed by a health care professional. Review found bone scan shows normal flow, with increased tracer uptake predominantly involving the tibial component. Patient reported pain and decreased rom. Suspected microscopic loosening of the tibial component. Revision performed due to mechanical loosening. - a review of the complaint database over the last 3 years has found 4 complaints reported with the item 159547,6 complaints reported with the item 161469 and 2 complaints reported with the item 154722. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. - this complaint was confirmed. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00304-2, 3002806535-2021-00319-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It was reported the patient underwent an initial left uni-condylar knee replacement. The patient began to develop pain and decreased range of motion and despite more conservative interventions and was revised to a total knee due to microscopic loosening.